Manufacturer narrative:
H10: the lot number was provided for the reported malfunction; therefore, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation and a photo and image were provided and reviewed. The investigation is confirmed for the alleged catheter fracture, deformation due to compressive stress, material separation and naturally worn issue. A definitive root cause could not be determined based upon available information.the device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport MRI isp, 8fr. Groshong, int w sp, attachable sl products that are cleared in the us. The pro code for the powerport MRI isp, 8fr. Groshong, int w sp, attachable sl products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8808560 implantable port allegedly experienced catheter break, material separation, naturally worn and deformation due to compressive stress. This information was received from one source. This malfunction involved one patient with no consequences. The weight of 36 year old male is 59 kgs.

Manufacturer narrative:
H10: the lot number was provided; therefore, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation and a photo and image were provided for review. The company is still investigating the issue at this time. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport MRI isp, 8fr. Groshong, int w sp, attachable sl products that are cleared in the us. The pro code for the powerport MRI isp, 8fr. Groshong, int w sp, attachable sl products is identified in d2. H10: g4. H11: h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8808560 implantable port allegedly experienced catheter break and disconnection from port. This information was received from one source. This malfunction involved one patient with no consequences. The weight of 36 year old male is 59 kgs.

Manufacturer narrative:
The lot number was provided; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, images were provided for review and the investigation for the reported event is currently underway. The device was labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the powerport MRI isp, 8fr. Groshong, int w sp, attachable sl products that are cleared in the us. The pro code for the powerport MRI isp, 8fr. Groshong, int w sp, attachable sl products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8808560 implantable port allegedly experienced catheter break and disconnection from port. This information was received from one source. This malfunction involved one patient with no consequences. The weight of (B)(6) male is (B)(6).